Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. The customer had also been vomiting prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery and low reservoir alarms in the alarm history. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.